Event description:
Information received indicated the brake casters would not hold when the brakes were set.

Manufacturer narrative:
The hill-rom tech replaced the two foot end casters to resolve the issue.